Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.

Event description:
Related manufacturer reference numbers: 2017865-2024-73292. Related manufacturer reference numbers: 2017865-2024-73293. It was reported that the patient tested positive for bacteremia indicating an infection. The entire system was explanted. The patient was discharged.

Manufacturer narrative:
Further information was requested but not received.